Manufacturer narrative:
Related MFR number: 2916596-2024-02786 (onset of infection). Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline or pump pocket infection), multiple types of organ failure and dysfunction , and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Care instructions regarding infection prevention are provided in various sections of this IFU, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook, lvas patient handbook, is also currently available. This handbook contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multisystem organ failure from pseudomonas bacteremia. The patient had ongoing bacteremia with pseudomonas aeruginosa that had become increasingly resistant to available treatment options. The patient became progressively debilitated, depressed, ect. Which led to them to electing palliative care. The death was not pump related. The device operated as expected. The device would not be returned